Event description:
It was reported that loss of capture was noted. Lead dislodgement was confirmed via x-ray. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.